Event description:
Female pt cr-15-005 stated that she and her son experienced a burning sensation in the eyes after using medical device equaline multi-purpose solution. Pt medical records are not available at this time.

Manufacturer narrative:
Per initial complaint report, the estimated date of event was (B)(6) 2015.